Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, when trying to fire the pulmonary vein using the power handle, the handle stopped just after a slight movement. The surgical time was extended by less than 30 minutes. Another device was used to complete the procedure. There was no patient injury.